Event description:
Hcp reported the patient had symptoms "consistent with abrupt withdrawal." Pt was treated with oral opioids and clonidine. The pump was replaced and returned to the manufacturer for analysis. The patient is reported to be doing great presently.